Event description:
A malfunction alarm with code malf 12 was reported, but no notable events occurred prior to the malfunction. The customer's blood glucose level did not exceed 500 mg/dl, indicating it remained within normal range. Technical support assisted the customer in resetting the pump, and the malfunction code did not recur after the reset. The customer was informed that they could continue using the pump and to contact support again if the issue reappeared.